Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). No additional information received. If additional information is received, it will be evaluated for reportability as required. The result of the investigation does not provide any evidence to determine a root cause for the reported event. Livanova (B)(4) has initiated a CAPA (B)(4) to investigate contamination associated with the heater-cooler device.

Manufacturer narrative:
There is no known patient involvement. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). During follow-up communication, the customer stated that they are unaware of any patient infections directly related to the contaminated unit. The unit has been removed from service. The customer has test results but is unable to provide them at this time. The customer also stated that used devices have been purchased as replacements and have been put into service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the water samples from the sorin heater-cooler system 3t tested positive for non-tuberculous mycobacterium contamination. There is no known patient involvement.